Event description:
It was reported that pt underwent m2a hip procedure on (B)(6) 2006. Subsequently, pt was revised on (B)(6) 2008, due to loosening and pain. The acetabular cup, taper adapter, and modular head were removed and replaced.